Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd max enteric viral panel, the bd max¿ system, bd max¿ instrument produced false positive results. Confirmatory testing was done. No results were reported and no reported impact on patient care. The following information was provided by the initial reporter: "run 1576: sigmoidal curve indicating real amplification at a low amplitude, suggesting adenovirus contamination. Run 1684: sigmoidal curve indicating real amplification at a low amplitude, suggesting adenovirus contamination. Run 1690: troubles with air bubbles in the cartridge, presumably a sample preparation issue. Run 1692: sigmoidal curve indicating real amplification at a low amplitude, suggesting astrovirus contamination. Suspected false-positive results at the bd max enteric viral panel."

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive¿. Customer reported that they have false positive results on evp. Application specialist determined that the issue is due to contamination. Customer performed a deep cleaning of the instrument. No further issues were noted. Review of device history record for instrument serial number, (B)(6)is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 04apr2018, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct1198 and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause is determined to be due to contamination. Complaint is unconfirmed as this issue is due to contamination. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported while using the bd max enteric viral panel, the bd max¿ system, bd max¿ instrument produced false positive results. Confirmatory testing was done. No results were reported and no reported impact on patient care. The following information was provided by the initial reporter: "run 1576: sigmoidal curve indicating real amplification at a low amplitude, suggesting adenovirus contamination. Run 1684: sigmoidal curve indicating real amplification at a low amplitude, suggesting adenovirus contamination. Run 1690: troubles with air bubbles in the cartridge, presumably a sample preparation issue. Run 1692: sigmoidal curve indicating real amplification at a low amplitude, suggesting astrovirus contamination. Suspected false-positive results at the bd max enteric viral panel."